Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had extreme pain at the battery site whether the battery was on or off. The patient was unable to touch or charge the ins. There were no known issues that led to the issue. The patient charged the battery and an impedance check was good. The hcp had the patient ice the site and use a topical cream for a few weeks, but nothing helped. The patient was scheduled for surgery on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-19. It was reported that the surgery was a pocket revision instead of an explant surgery. There were no further complications reported or anticipated.